Event description:
Device malfunction: handle did not turn, unable to deploy stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an attempted interventional superficial femoral artery procedure, the thumbknob of the stent delivery system (sds) would not turn and the stent could not be deployed. The sds was removed and another xceed was successfully implanted. The device was intentionally manipulated after removal, the knob turned and the stent deployed. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary: the device was received fully stent deployed. The deployed stent was not returned. The handle presented a damaged nosepiece; the luer was broken off and was not returned. The catheter shaft had a twisted appearance at its proximal end. All components were securely affixed to the handle assembly. Internal examination of the handle and its deployment components revealed a damaged internal screw with witness marks located in the rotating deployment thumb knob shaft and corresponding witness marks on the shuttle locating pin. The direction of the screw damage and the shuttle pin damage is consistent with improper directional force application to the rotating deployment knob and or handle which can cause the pin to strike the internal screw stopping its movement and leaving witness marks. The twisted condition of the catheter and the detached and missing distal luer from the nose of the device also indicate possible incorrect directional force application; however, this could not be confirmed due to the device manipulation post procedure and the full stent deployment. No mfg issue was detected. The root cause for this type of observed damage is suspected to be a use error, though not confirmed. A review of the device history record for this lot did not produce any findings relevant to this investigation.